Event description:
It was reported that after the addition of sterile saline and drug, compounder noticed the bladder started to leak within the cassette. There was no patient involvement.

Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 6/24/2024. One device was returned for analysis. Visual inspection showed the device was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to unknown. A history review identified there was no indication that the complaint was related to a service of the device within the review period.